Event description:
It was reported that during patient care, the autopulse platform did not perform compressions. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform was returned to zoll on 10/01/2014 for investigation. Investigation results as follows: visual inspection was performed and the battery clip was found to be bent. From the condition of the returned unit, the damage appears to have been due normal wear and tear. The reported problem could not be duplicated during functional testing. The returned platform ran with a large resuscitation test fixture (equivalent to a 250 lb. Patient) and known good batteries with no issues observed during compressions. Load cell characterization was also performed and found both load cell modules to be reporting within specification. The platform passed functional testing. The platform's archive data was retrieved and found to be partially overwritten. A review of the archive did not show any activity on the reported event date of 04/08/2014. Based on the investigation, the part(s) identified for replacement was the battery lock. In summary, the reported complaint of the platform stopping compressions could not be duplicated during functional testing. There were also no issues found in the platform's archive that were consistent with the reported event and the reported event date of (B)(6) 2014. Inspection of the device did not find any mechanical issues with the platform that could have caused or contributed to the reported event. Following service, including replacement of the damaged battery lock, the device passed all testing criteria.

Manufacturer narrative:
Zoll field specialist was unable to duplicate the reported problem while he was doing an onsite preventive maintenance. Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Event description:
Additional information provided by the customer: the patient was aligned on the platform and the lifeband was installed. However, when the start/continue button was pressed to begin active operation, the lifeband did not size down on the patient. No compressions were performed with the platform. Customer reverted to manual CPR (exact length of time was not provided). Patient was transported to the hospital. However, it was reported that the patient died. Customer does not attribute the patient's death to the use of the autopulse and indicated that the patient was already dead. No further information could be provided by the customer.